Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-02055. The patient received her scs system including a paddle lead and ipg on (B)(6) 2007. It was reported several months later that the patient could not tolerate stimulation. The system was removed on (B)(6) 2007. Follow up on the patient found that no further issues have been reported. The lead and ipg were returned to the manufacturer for evaluation. No further information is available.

Manufacturer narrative:
Device 2 of 2. Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.